Event description:
Lithotrite caught in the cystoscope- m.d. Unable to remove lithotrite from cystoscope sheath. It appeared lithotrite malfunctioned causing the jaws not to open and getting stuck in cystoscope sheath.